Event description:
It was reported that "during a radical operation for carcinoma of stomach, in the step of gastrojejunumstomy, put the anvil in the jejunum, the instrument through the posterior wall of the stomach, other steps are all right. After firing, find the anastomotic stoma not completely stapled. About 1/5 of the circle was not stapled and the stapler leg was straight. The donut are not completed. Changed to hand sewing."